Event description:
It was reported the thunderbeat blade broke off. The issue occurred during a therapeutic bone and soft tissue malignant tumor procedure. The device was successfully retrieved and the procedure was successfully completed using a similar back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.